Event description:
This is report 1 of 2 for the same event. It was reported that during ear surgery the attachment device "got hot". The reporter stated that there were no issues with the motor device. A spare attachment device and a spare motor device were available for use. The planned surgical procedure was delayed two minutes to acquire the spare devices. The reporter stated that the spare motor device had "inconsistent power, the power seemed to be fluctuating; the device sometimes quit, and had an e2 error". The planned surgical procedure was delayed another two minutes to acquire a second set of spare devices. The surgical procedure was complete successfully with the second spare set of devices. There was patient involvement reported. No patient harm, adverse outcome or injury was alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(6). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as nov 2, 2011. The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it was getting hot, the device was running over temperature spec, and the bearings were worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.